Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the controller was not returned for evaluation. Review of the controller log files revealed no anomalies have been logged within the last 14 days of available data through (B)(6) 2020. Additionally, review of the event log file revealed that the date/time on the controller was manually changed on (B)(6) 2020 at 11:50:27. It is likely that the manual change in date/time seen in the log files affected the display of data on the monitor's trending screen. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the date/time being manually changed by the site. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a data transfer error on the controller. When the controller data was inspected around 11:40 am, the trend data (flow rate and power consumption) was recorded for up to one month ago. The trend data could be checked on the monitor. Later, when the controller was connected to the monitor around 13:00, all of the trend data prior to the last two to three hours had disappeared. The alarm history remained. The controller and monitor were connected again later, the monitor was replaced, and the time display scale was changed. At that time, the trend data could not be confirmed on the monitor. The pump parameters displayed normally, no alarm was generated, and the pump could be used without any problem. On the log file report, trend data could be obtained and there was no record of an alarm suggesting a controller malfunction. A different controller was tested with the monitor, and the trend data was obtained successfully. It was unclear if there was a data storage error or a data transfer error on the controller. The controller was exchanged. No patient complications have been reported as a result of this event.